Event description:
The customer reported while using a hand held intermec barcode wand a sample was read incorrectly as "005fh35477" instead of "007sk45476". An hcv assay was being run at the time. No death or serious injury was associated with this event.